Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with the same cartridge during the loading process. There was no impact to the customer¿s blood glucose level. Reportedly, the customer successfully loaded a new cartridge and continued to use the pump for insulin therapy. Additionally, the customer had manual injections available.